Manufacturer narrative:
The end user reported that she fell while using the walker inside her home. She stated that the folding mechanism on the walker broke. The incident occurred a couple of months prior but no date was given. She was diagnosed with a left hand fracture and a hand splint was applied. The end user is not sure what happened and the fall was not witnessed. It is not known if she fell, causing the folding mechanism to break or if the device was a cause or contributing factor to the reported incident. The care, maintenance and overall condition of the device is unk. The device has not been returned for evaluation and we have no photos. A root cause has not been determined. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
The end user fell while using the walker and was diagnosed with a left hand fracture.